Event description:
It was reported that the procedure was to treat a chronic totally occluded saphenous vein graft (svg) to the right coronary artery (rca). A 4.0 x 16 mm graftmaster was successfully used to treat a pseudo aneurysm of the svg. The 3.5x16mm graftmaster was advanced to the proximal lesion without reported issue; however, the balloon could not be inflated more than 4 atmospheres (atm). During removal, resistance was met with the non-abbott guiding catheter. All devices were removed as a single unit. Upon withdrawal, the graftmaster shaft was noted to be broken and was leaking. The procedure was completed at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). Concomitant products: guide catheter: jr 4 and jl 4; sheath: 6 french; stent: 3.0 x 16 mm graftmaster. Evaluation summary: the device was returned for evaluation. The reported shaft break/leak and inflation difficulty were confirmed. The reported resistance with the guiding catheter was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for shaft break/leak, inflation difficulty or resistance with the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the graftmaster coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, it is unknown if IFU deviation contributed to the reported event.